Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as 12/18/2017 in the initial report. The date returned to manufacturer was corrected to 11/30/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was working in all modes, including forward and reverse. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the leakage test. During service/repair, it was determined that the housing was worn and the other components were worn, corroded and had debris on them. It was determined that these issues were consistent with normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cleaning process, it was discovered that the battery handpiece device would not go in reverse. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.